Manufacturer narrative:
The insulin pump alarmed with a button error and had intermittent response from one of the buttons due to a corroded keypad trace. The pump also had minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 125 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that it was really hot and she may have sweated on the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.